Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6). 2023. Excessive vault was observed. On (B)(6).2023 patients vault was 1 cct. There for no exchange is required. Problem resolved. Cause of the event is reported as unknown.